Event description:
Customer reportedly received results of 268 mg/dl on the advantage system and 97 mg/dl on a professional's meter within 10 minutes. No high or low blood symptoms reported with these results. No action taken based on device results. The discrepant results were obtained at the physician's office. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.